Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the event happened before a cataract surgery. There was no patient involvement.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the phaco needle enters incorrectly and the needle comes up and down and possibly a break between the black part of the phacohantag and the gray part where the cord starts; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos provided by the customer were reviewed by the manufacturing site. The photos are of handpieces with tubing and cables, the reported product complaint could not be confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification tip enters incorrectly and the needle comes up and down and possibly a break between the black part of the phacoemulsification handpiece and the gray part where the cord starts. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).